Event description:
The end user reported that the left front leg of the rollator broke and he fell. He states he suffered a head laceration and tore his rotator cuff.

Manufacturer narrative:
The end user reported that he was sitting on the seat of the rollator and the front left leg broke. He fell and apparently suffered a head laceration and torn right rotator cuff. The head laceration was repaired with sutures. The end user refused to return the device for evaluation. No photos were sent and the lot number was not provided. We have no medical documentation. We have not confirmed the issue nor identified a root cause. However, due to the reported injury and in abundance of caution, this medwatch is being filed.